Event description:
It was reported that the radiofrequency (rf) head could not interrogate the implanted device when being used with the programmer. The rf head was replaced and interrogation was possible. The status of the rf head is unknown, but the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).